Event description:
Baxter clinical consultant reported within 10 minutes of initiation of therapy, healthcare professional (hcp) reported "balance alarm" occurred and 200cc fluid had been removed. Hcp immediately stopped treatment and found the red clamp on the fluid infusion "t" on the arterial line clamped. The predilution fluid rate was 160cc, ultrafiltrate rate is unknown. Hcp unclamped the red clamp and treatment was continued without further problems. There was no medical intervention and no patient injury.